Event description:
A 28 mm diameter x 16 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported that the pt recently presented with abdominal pain and findings consistent with disruption and migration of the right iliac limb. It was also reported the endoleak was related to enlargement of the iliac artery. An arteriogram was performed and demonstrated leakage at the junction point of the right iliac limb with another extension iliac limb stent graft. There was no proximal endoleak. The distal iliac limb measured 20 mm; therefore, an 18 x 24 flared x 85 aneurx iliac stent graft was implanted and ballooned with an 18 mm balloon. A follow-up arteriogram demonstrated resolution of the endoleak. No additional clinical sequelae were reported and the pt is fine.